Event description:
It was reported by the customer to health canada that a therapeutic hypothermia unit was in use to rewarm an infant; achieved temperature as high as 35.5 as per protocol. When set temperature was advanced to 36.0 the esophageal temperature started registering lower and lower, as low as 33.9. Machine was attempted to be reprogrammed, was turned off and on, settings were all confirmed to be correct. The nurse educator agreed with a plan to try adding 10% overbed heat in addition to the rewarming phase of the hypothermia machine. Further information has not been reported.

Event description:
It was reported by the customer to health canada that a therapeutic hypothermia unit was in use to rewarm an infant; achieved temperature as high as 35.5 as per protocol. When set temperature was advanced to 36.0 the esophageal temperature started registering lower and lower, as low as 33.9. Machine was attempted to be reprogrammed, was turned off and on, settings were all confirmed to be correct. The nurse educator agreed with a plan to try adding 10% overbed heat in addition to the rewarming phase of the hypothermia machine. Further information has not been reported.

Manufacturer narrative:
Attempts to contact the account to obtain further information surrounding the alleged issue were made; however, no further information was provided. H3 other text : device not accessible for testing